Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump powered off and the patient¿s blood glucose (bg) elevated over 600mg/dl with nausea. The patient was reportedly given a correction injection and was placed on a back-up plan for insulin delivery. The reporter stated that they tried different batteries to get the pump to power back on, without success. The reporter stated there is a crack near the battery cap, which was noticed about a month ago. The battery cap reportedly has never been changed. The reporter noted corrosion in the battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia after the pump lost power. Use error cannot be ruled out as a cause or contributor, as the patient continued using a pump that was known to have damage.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: a review of the pump¿s history showed evidence of power on resets. A visual inspection of the pump confirmed the cracked battery compartment. The returned battery cap was unable to fasten on to the pump due to missing components in the cap. A test cap was secured on to the pump and the pump was able to power on normally. The pump was exercised for 24 hours with no power interruptions. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump failed an in house leak test due to the cracked battery compartment. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, the pump powered on with a discolored display screen. A test screen was installed and displayed normally. Additionally, the pump¿s history showed evidence of a time and date reset to factory default after the pump had rebooted. A visual inspection of the internal battery showed that it was leaking. (B)(4).